Manufacturer narrative:
Device was evaluated by hospital distribution. Siderail control cable. Mfrs investigation is still ongoing; if add'l info is received, a follow-up report will be submitted.

Event description:
It was reported by service report that no electrical functions was working from either siderail and nurse call was not functional. No pt involvement or adverse consequences are reported.